Event description:
It was reported that the customer was taken to the doctor due to an infection from the sensor. The caller described the site as being red, sore, swollen, and having discharge. The caller also reported high blood glucose levels. The caller stated that the customer's current site does show signs of infection, and the customer is on antibiotics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.